Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 426 mg/dl and the sensor was showing 256. Customer treated with insulin pump. Customer had sensor glucose vs blood glucose issue. Customer reports entering multiple blood glucose within at least 45 minutes but system does not transition to delivering auto basal. Auto mode readiness screen shows all green check marks. Customer reported troubleshoot was not completed. The insulin pump will not be returned for analysis.